Manufacturer narrative:
Patient ID also reported as (B)(6). This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent hardware removal due to nonunion. The date of original implantation was on (B)(6) 2020. Patient was revised to a new tibial nail ex. The procedure was successfully completed. The patient outcome was okay. This report is for an unknown screw. This is report 5 of 6 for (B)(4).